Event description:
A low readings issue was reported with the adc device. Customer received unspecified low sensor readings. As a result, the customer experienced delirium and was unable to self-treat. The customer was in contact a healthcare professional (hcp) and a reading of 730 mg/dl was obtained on the hcp meter. The customer was administered insulin (type/dose unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. On the previous initial submission (2954323-2023-13766) section(s) h6 - adverse event problem: type of investigation and h11 - additional mfg narrative were incorrectly documented. Additional information reported/provided for section(s) b2 - outcomes attributed to ae, b5 - describe event or problem, and h6 - adverse event problem: health effect - impact code. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified low sensor readings. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced delirium and was unable to self-treat. The customer was in contact a healthcare professional (hcp) and a reading of 730 mg/dl was obtained on the hcp meter. The customer was administered insulin (type/dose unknown). Customer called back to inquire about information pertaining to this event and additionally reported that they had gone to the hospital at the time of the event and had an "extended hospital stay" (duration unspecified). There was no report of death or permanent impairment associated with this event.